Event description:
I had to have a dental implant placed due to the extraction of a broken tooth. Two weeks after the implant was placed I started experiencing severe pain (screaming pain), swelling, which got worse and eventually I was unable to swallow, my skin turned dark gray, my gums and mouth were deep dark purple and extremely swollen. You couldn't see my jaw line inside my mouth. I had black circles under my eyes and had to have emergency oral surgery to have the implant removed. The oral surgeon was not the same dentist or part of the dental group that initially placed the implant. This oral surgeon said I was having an allergic reaction to the actual implant. He removed it in order to prevent any more serious damage or death. I called the implant company, neodent/straumann, to get the materials used in the implant for allergy testing. The customer/tech support person, (B)(4), at neodent/straumann said he was not allowed to release that information to me, but could release to the dentist who placed the implant. He also said that the FDA has a copy of the material safety data sheet on file as required by regulations. The dentist who placed the implant contacted the neodent/straumann rep who said there wasn't such a document. He also tried to call the customer/tech support line and was unable to get any information about what was in the implant. I need to know, and so do my doctors, what exactly that implant was made of for future reference in case I have to have any joint replacements or metal put in my body. As of now, all attempts since mid december 2023 have to get the exact makeup of the implant that was placed have been in vain. Since this was so serious and I could have died, I need to know what was in that implant.